Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during inspection that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is missing, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing. Device was placed in parts retention.

Event description:
It was reported during inspection that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.